Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient had incomplete emptying of the bladder but had not catheterized. If additional information is received, a follow-up report will be sent.